Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4)-2011, the telemetered battery voltage was 2.78 v, while the daily battery voltage trend measurement was 2.95 v. Ramware version 2.

Event description:
It was reported that the device was showing 2.78 volts in the office, however the actual voltage as measured by the device shows 2.95 volts. The device is still in use. No patient complications have been reported as a result of this event.